Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's lab test for partial thromboplastin time (ptt) had increased in which the pt was unable to clot their blood fast enough. The pt experienced a hemorrhagic stroke at the left frontal lobe. A craniotomy was performed by the hospital and anticoagulation was discontinued. The pt then experienced an increased in pump power. Additional information was received stating that the doctor decided to discontinue pump support and ligate the outflow graft to decrease levels of hemolysis. The pt was taken to operating room (or) where the pump was turned off and the outflow graft was ligated. The driveline was severed under the pt's skin. The pt had some native left ventricle function of 20-25%. The pt expired a day later.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.